Event description:
A cancellation of a ventricular tachycardia ablation procedure due to frequent impedance shifts. Following insertion of the diagnostic catheter into the lv for mapping of the vt an impedance shift occurred f every 3-4 seconds which interrupted the mapping and the procedure was cancelled. Troubleshooting steps were performed, but the issue was not resolved. The impedance shifts resulted in stopping the procedure at a critical time. There was no consequences to the patient.

Manufacturer narrative:
Study data was provided and reviewed. Review of the ensite cardiac mapping system verifies that in some cases a system detected impedance shift can occur. If a shift occurs in navx mode, it is recommended to use enguide alignment to return the catheters to their previous positions relative to the model. See ensite cardiac mapping system IFU, setup, enguide alignment.